Event description:
Per the clinic, the patient experienced an infection at the implant site; however, the issue could not be resolved. The patient underwent a revision surgery on (B)(6), 2014, to remove the abutment, and was equipped with an implant magnet during the same surgery. Fixture remained insitu at all times.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.